Manufacturer narrative:
The customer tech verified proper operation of the machine, and the machine settings were verified. Customer claims to have recorded a trend file, but rtd has not yet received it. The machine was placed back into operation without problem.

Event description:
As reported by the user facility: customer reported pt crashed during dialysis (cardiac arrest) pt was a female and sent to intensive medical care center. Pt passed away. Customer reported she did not think that the dialog dialysis machine had anything to do with this pt incident. 9/7/2006 - additional info received from the facility indicated that the acute pt was unstable and died from complications unrelated to the dialysis therapy. The customer technician verified proper operation of the machine, and the machine settings were verified. Customer claims to have recorded a trend file, but rtd has not yet received it.